Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed lcd lens scratches and rear label scratches. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was over-delivering. The root cause was determined to be the expulsor out of specification. The expulsor was trimmed to specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device over-delivered by 7.5 to 15% error. The issue was discovered during preventive maintenance. There was no patient involvement and no patient harm.